Event description:
It was reported that the patient underwent a posterior spinal fusion surgery with instrumentation at eight levels. It was reported that 2 set screws stripped while being inserted into the bone screws. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.